Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced urinary incontinence since implant. The patient also mentioned they had not had sexual intercourse since the implant, despite taking erectile dysfunction medication; however, it was reported by the physician that this condition is related to a prostatectomy procedure, not likely related to the aus. Approximately after five months, a revision procedure was performed by another surgeon, during surgery, cuff fluid loss was noted; therefore, the entire aus was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced urinary incontinence since implant. The patient also mentioned they had not had sexual intercourse since the implant, despite taking erectile dysfunction medication; however, it was reported by the physician that this condition is related to a prostatectomy procedure, not likely related to the aus. A revision procedure is scheduled for next month, and it has been stated by the patient that the device will not be returned. No patient complications were reported.